Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was playing outside and when he came back to inside, he and his parents realized the pump was dead. They inserted new batteries and battery cover - pump doesn't turn on, it stays dead. Customer said the pump didn't show any error messages (w2 or e2). No adverse event alleged. A request was made for the return of the device.